Event description:
An electronic report was received from a hemodialysis user facility. It was reported "when putting the patient on, operator noticed negative arterial pressure -20mm hq and clamped arterial line. Saline segment came off the line at the t". This facility was contacted for further detail. It was learned that at the onset of the dialysis treatment, the arterial line had a separation that occurred at the t. As a result, this patient had a 150 ml loss of blood. A new arterial line was set up on the dialysis machine and the dialysis treatment was restarted and completed as prescribed. The patient did not require any medical intervention as a result of this event. The patient was discharged to home when the dialysis treatment was completed as prescribed. The technician has reported that he saved this line for evaluation.